Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("one of which is received in two portions."), uterine perforation ("perforation/both right and left essure implants, both appeared to be protruding from the posterior wall of the uterus near the origins of the tubes") and device dislocation ("migration") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion". The patient's medical history included abnormal uterine bleeding, menorrhagia, multigravida, parity 2, c-section and uterine leiomyoma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy,removal of essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: 2 to 3 coils noted on both sides. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: uterine perforation, device breakage and medical device monitoring error . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: previously reported event 'perforation' updated to "both right and left essure implants, both appeared to be protruding from the posterior wall of the uterus near the origins of the tubes." Other events "one of which is received in two portions" and "novasure performed on the same day of insertion" added. Reporter, medical history, essure insertion and removal date and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of which is received in two portions.'), uterine perforation ('perforation/both right and left essure implants, both appeared to be protruding from the posterior wall of the uterus near the origins of the tubes') and device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation performed with essure insertion". The patient's medical history included abnormal uterine bleeding, menorrhagia, gravida ii, parity 2, c-section and uterine leiomyoma. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (diagnostic laparoscopy,removal of essure implants). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: 2 to 3 coils noted on both sides. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: uterine perforation, device breakage and medical device monitoring error . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("worsening pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the perforation, device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.